Manufacturer narrative:
Medtronic replaced the adult paddle electrode assemblies. Process changes to increase the amount of adhesive to the electrode plate have been implemented.

Event description:
According to the reporter, while performing a periodic inspection, medical staff observed that an adult paddle adapter electrode plate had separated from the adapter assembly. No adverse affects were reported related to the observed discrepancy.